Event description:
The device was used during a liver transplant. Reportedly, the staple line did not hold and bleeding occurred. The surgeon performed a re-operation and manually sutured to correct the condition. The hospital has reported the pt's condition is satisfactory.